Event description:
It was reported the patient was ¿shocked¿ by a hot water heater in (B)(6) 2014 and since then her implantable neurostimulator (ins) didn¿t work. The patient thought the ins needed to be ¿reset.¿ it was noted the patient was working with the physician who was supposed to contact a manufacturer representative to reprogram the device. The patient programmer (pp) reportedly worked fine. Additional information has been requested, but it was not available at the time of initial report. A supplemental report will be sent if any additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 3888-28, lot# j0216875v, implanted: (B)(6) 2002, product type: lead. Product ID: 7495lz25, serial# (B)(4), implanted: (B)(6) 2002, product type: extension. Product ID: 74001, lot# n305326, implanted: (B)(6) 2012, product type: adapter. Product ID: 37744, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).